Event description:
Risk manager from the clinic reported via (B)(4) the alleged event: during a "reduction prosthesis" after putting in place the final implants, a small piece of the alumina femoral head came off when rubbing the trident acetabulum."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.